Manufacturer narrative:
Updated fields: h4/h6/h10. Corrected fields: g2 (additional selection). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the refurbish record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to one of the following; excessive force was applied when the user detached maj-2092 or the endo therapy accessories/metal part of a cleaning brush touched the biopsy channel port when the user inserted/withdrew the product. The event is detectable by handling the device in accordance with the following IFU: urf-v2/v2r operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the uretero-reno videoscope was missing the piece where the light cord adapter goes on the main part of the scope and where the irrigation plug is inserted. Customer could only speculate as to when the problem was first noticed, but felt that it may have been either a diagnostic pre-procedure (setup), or diagnostic post-procedure (completion). If the issue was pre-procedure, it would have been completed with a similar device because the facility does have other scopes available. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted, that the channel had defects. This report is to capture the reportable malfunctions of defects to the channel that were noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the inability to complete the leak test, due to the biopsy port being missing, the bending section cover having a hole or cut,the bending section cover glue having peeled,the forceps passage channel being leaky, and the control body biopsy port being missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.